Manufacturer narrative:
On may 27, 2021, mentor received confirmation regarding the right side device as stated below, and following fields have been correctly updated on this form: field d1 for brand name has been updated to "mentor smooth round moderate plus profile". Field 2a for common device name has been updated to "prosthesis, breast, inflatable, internal, saline". Field d2b for procode has been updated to "fwm". Field d4 for catalog number has been updated to "3502450". Field d4 for lot number has been updated to "6916419". Field d4 for serial number has been updated to "(B)(6)". Field d4 for unique identifier( UDI) has been updated to "(B)(4)". Field g4 for PMA/ 510(k) has been updated to "p990075". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent revision breast augmentation with a 450cc mentor smooth round moderate plus profile on left sides, and with 450cc mentor memorygel breast implant on the right side and experienced left side breast implant deflation, and right side capsular contracture; baker grade iii postoperatively. As a result, the devices were explanted on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2021, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the image is cropped and incomplete and it is difficult to make a proper visual analysis. In addition, no apparent damage or visual abnormalities were observed in the visible part of the image received. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 15, 2021, the mentor failure analysis lab received the device for evaluation. On july 19, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).